Manufacturer narrative:
Sample is not available for investigation. Evaluation report not available at time of this report.

Event description:
The event was reported as: white handle broke off the green bite block at the time the bit-gard was being removed from the patient's mouth. It did not go down the patient's throat. Required removal with forceps. No patient injury reported. No further information available.